Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed in two segments at 13 centimeters (cm) from the is-1 terminal pin. Visual inspection revealed calcification on the distal shocking coil. A thorough evaluation of the lead segments was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing determined that depending on the amount of calcification on the lead prior to explant could have affected the shock impedance measurements.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received which noted that the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of approximately 170 ohms. A 1.1 joule shock was delivered which resulted in a shock impedance measurement of 114 ohms. A 41 joule shock was then delivered, which resulted in a code 1005, indicating an open circuit. The lead was able to be tested normally afterward. A suspected lead fracture was noted. Tachycardia therapy was programmed off as further options were being considered. No additional adverse patient effects were reported. The lead remains in service.